Manufacturer narrative:
The immucor laboratory tested retention product on 17nov2016, which performed as expected.

Event description:
On 16nov2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (I and ii) on a manual capture workstation, when tested on (B)(6) 2016.